Manufacturer narrative:
Block b2 (date of death): the exact date of patient death was not reported. The retrospective study start date of may 1999 is used for the estimated date of event. Block b3: the exact date of event was not reported. The retrospective study start date of may 1999 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: kenjiro yamamoto; takao itoi; akio katanuma; tatsuya ishii; eisuke iwasaki; shintaro kawasaki; takayoshi tsuchiya; ryosuke tonozuka; kazumasa nagai; shuntaro mukai. "Multicenter comparative study on the usefulness of the optimal electrosurgical unit setting in endoscopic papillectomy for ampullary neoplasms." Japanese society of hepato-biliary-pancreatic surgery, j hepatobiliary pancreat sci. 2024; 31:503-511. Block h6: imdrf patient code e2114 captures the reportable patient complication of "fatal perforation." Imdrf patient code e1021 captures the reportable patient complication of "fatal acute pancreatitis." Imdrf impact code f02 captures the patient's death. Imdrf impact code f2203 captures the imaging performed.

Event description:
Boston scientific became aware of events involving advanix pancreatic stents through the article: "multicenter comparative study on the usefulness of the optimal electrosurgical unit setting in endoscopic papillectomy for ampullary neoplasms," by takao itoi, et al. Per the article, a multicenter, retrospective, comparative cohort study examined patients with ampullary neoplasms who underwent endoscopic papillectomy (ep) between may 1999 and march 2023. Among the patients using the advanix pancreatic stents, a case of perforation and acute pancreatitis leading to fatality was reported. Please see the referenced article for full details and full listing of physicians and healthcare facilities.